Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the patients right ventricular (rv) lead threshold had increased to a high level and exhibited diminished sensing. Diminished sensing was also noted on the right atrial (ra) lead. A lead revision procedure was completed. The rv lead was extracted and replaced, and the ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.